Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-ms3 ambulatory infusion pump "just stopped running" and the patient had to restart the pump. Patient confirmed the battery cap of the pump was screwed in. The patient reported they were having an "off day" and were experiencing shortness of breath. No permanent injury was reported.